Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs show that throughout support the motor current, placement signal (dp sensor), and cvp (optical sensor) constantly fluctuate. All 3 metrics behave similarly. The 5s optical parameters are in specification. Product not returned. The cause of the placement signal issue was most likely patient condition related as all data log metrics are following a similar pattern indicating they are reacting to their environment and the patient was a post transplant requiring ECMO, flex, and impella 5.5 support. The fm was changed from optical signal issue to placement signal issue as calculated flows and pa were reported to be inaccurate; the dp sensor is used to calculate the flows. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had placed an impella rp flex along with an impella 5.5 to support a patient in need of bipella support for cardiogenic shock and heart transplant rejection. The rp supported for over 15 days despite the loss of optical signal.